Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 308 (mg/dl) and administered a correction bolus with the pump to treat bg level. Reportedly, customer believes that settings may need to be adjusted. System check with tandem technical support indicated pump was performing as intended. Customer was unable to verify the expiration date of novolog being used. Recommendation was made to consult with health care provider to discuss settings and diabetes management.